Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate therapy received for fast conducted atrial flutter. The episode today showed 5 atp and 1 shock delivered. After review with physician elected to reprogram some of the atp therapies as he believed the initial atp in this episode was pro-arrhythmic. Pacing inhibition was noted but there was no asystole. The physician also elected to change the match score on rhythmid feature slightly to try and help further discriminate rhythm. There had been evidence of ventricular tachycardia though within the episode with similar match scores and this was highlighted to him with respect to the proposed programming changes. The physician therefore elected to only slightly adjust the rhythm match score to 91 percent. After further discussion the patient was found to already be on maximum rate controlling medication despite the current heart rate being around 85 bpm. There is a known competitor atrial lead issue involving both the atrial signal and far-field versus signal noted on the atrial channel. The physician plans to discuss further with the competitor and potentially bring the patient in for atrioventricular node ablation. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate therapy received for fast conducted atrial flutter. The episode today showed 5 atp and 1 shock delivered. After review with physician elected to reprogram some of the atp therapies as he believed the initial atp in this episode was pro-arrhythmic. Pacing inhibition was noted but there was no asystole. The physician also elected to change the match score on rhythmid feature slightly to try and help further discriminate rhythm. There had been evidence of ventricular tachycardia though within the episode with similar match scores and this was highlighted to him with respect to the proposed programming changes. The physician therefore elected to only slightly adjust the rhythm match score to 91 percent. After further discussion the patient was found to already be on maximum rate controlling medication despite the current heart rate being around 85 bpm. There is a known competitor atrial lead issue involving both the atrial signal and far-field versus signal noted on the atrial channel. The physician plans to discuss further with the competitor and potentially bring the patient in for atrioventricular node ablation. No adverse patient effects were reported. This device remains in-service.